Event description:
It was reported this event occurred in the anesthesiology department. Upon insertion of the guidewire into the catheter, the guidewire became stuck. When attempting to remove within the patient and a surgical incision was made to remove the wire. A new catheter was successfully inserted. The insertion site was the femoral vein for the first attempt and the subclavian vein for the second attempt. There was no additional delay in treatment, complications or death reported.

Manufacturer narrative:
(B)(4). This is the second MDR report filed for this event. Follow-up communication with the customer identified a second occurrence. The original report is under MDR# (B)(4).